Event description:
It was reported while using bd recykleen¿ counterbalanced door sharps collector the lid was missing. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they were missing 8 lids quantity affected: 8 each reported issue: missing lids.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of missing lids could not be verified due to the product not being returned for failure investigation. A device history review could not be completed as no batch number was provided. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation.

Event description:
It was reported while using bd recykleen¿ counterbalanced door sharps collector the lid was missing. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they were missing 8 lids. Quantity affected: 8 each. Reported issue: missing lids.